Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown)., tfna fem nail ø10 r 130° l420 timo15 (part number 04.037.062s, lot h072728, quantity 1).

Manufacturer narrative:
Patient reported as born in (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 due nail and blade failure and patient reports of pain. X-rays were taken on unknown dates which confirmed nail breakage. Patient had initial surgery approximately three months prior on (B)(6) 2020 using a trochanteric fixation antirotation (tfna) nail and blade. Patient was revised to a total hip replacement. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: elmira / monument, manufacturing date: march 2, 2019, expiration date: 9 february 1, 2029, part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile, lot number: h831247 (sterile), lot quantity: 46. Two pieces were scrapped in cell at op #10, machine complete/inspect, for a major thread diameter failure. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheets met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna helical blade perf l105 tan (p/n: 04.038.405s & lot #: h831247) was returned and received at us customer quality (cq). Upon visual inspection, there were no defect found on the device. There were scratches on the device which have no impact on the device functionality. No other issues were identified with the returned device. Functional test: functional test was not performed on this device as there is no confirmed situation of misalignment. Complaint condition cannot be replicated. Complaint confirmed? No. Investigation conclusion the complaint condition was confirmed for the tfna helical blade perf l105 tan sterile (p/n: 04.038.405s & lot #: h831247). There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.